Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (449 mg/dl). Air bubbles were present throughout the patient line. Customer was able to successfully expel the air bubble from the patient line. Boluses were delivered to stabilize blood glucose levels.